Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and tear occurred. The physician attempted to pre-dilate a lesion located in the severely calcified lad (left anterior descending) artery with a 2.50x15mm apex balloon catheter. The balloon ruptured on the first inflation at 20 atms. The balloon was removed from the patient intact, at which point a tear was noted. The vessel did not yield and the lesion was not stented. No additional intervention was done, and the case was ended. There were no shaft kinks noticed on the device prior to use. There were no reported patient complications or injuries. The patient's status is listed as "fine".